Event description:
A surgeon reported that a knife was found to be dull during surgery. The knife was exchanged and there was no harm to the pt.

Manufacturer narrative:
Samples have not been rec'd for eval. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company acceptance criteria. A root cause has not been identified. (B)(4).